Event description:
A report was received that during a lead pull, the physician noticed that one contact came off from the lead¿s distal end and the contact remained in the patient¿s subcutaneous area. The physician was not concerned over the dislodged contact and neither does the patient. The physician believed that the dislodged contact remaining in the patient's subcutaneous area will work itself out on its own.

Event description:
A report was received that during a lead pull, the physician noticed that one contact came off from the lead¿s distal end and the contact remained in the patient¿s subcutaneous area. The physician was not concerned over the dislodged contact and neither does the patient. The physician believed that the dislodged contact remaining in the patient's subcutaneous area will work itself out on its own.

Manufacturer narrative:
Sc-2218-50e (sn (B)(4)) the complaint was confirmed. Visual inspection revealed distal electrode #8 was missing and not returned for analysis. Root cause of the damage is unknown. Exposed cables. Sc-2218-50e (sn (B)(4)) lead exhibits normal device characteristics.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.